Event description:
It was reported via repair work order that the cot was positioned with the foot end in the 2nd lowest position and the head end at full height. The patient was getting off the cot when the foot collapsed to the lowest position. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.